Event description:
It was reported post permanent scs implant the pt had been unable to keep her balance and is having difficulty standing. CT scans did not show any physiological and system anomalies. The pt is at a rehabilitation facility and is being closely observed. F/u identified the pt has started to gain strength and symptoms are gradually resolving.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.